Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device was received with no cosmetic damage to device case noted. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a critical pump error alarm with an open book image on the display. The customer reported that the insulin pump had issues and it kept replacing the battery, on the insulin pump clip was kept popping off while wearing it, the insulin pump got dropped, and after it got big red x on the screen and it did not work anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.